Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was getting an unwanted stimulation from the lead. The patient underwent a revision procedure wherein the lead and anchor was removed. The patient was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.